Manufacturer narrative:
B3: event date unknown. E: reporter address = (B)(6). Device evaluation: one device was received. A visual inspection found no physical damage. No functional testing was possible as a constant air alarm was present. It is unknown what the cause of the alarm was. The air detector was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number. Investigation of the service history of this device shows that this device, has been not in for service in the past 12 months.

Event description:
It was reported that the pump had an air sensor defect. There was unknown patient involvement. The incident was observed during a functional test in the workshop. No further information is available.